Event description:
A report was received from a user facility in (B)(6) stating: "the mesh-filter inside of the stable chamber was distorted/twisted therefore aspiration was impossible and fragments of the nucleus were clogging the aspiration pipe. No patient impact or injury."

Manufacturer narrative:
Product has not been received for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.